Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).